Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties occurred. Vascular access was obtained via a femoral approach. The target lesion was located in the right coronary artery. The patient's rca had a "really, really, difficult takeoff that was very, very hard to cannulate". A 6f runway art3.5 guide catheter was advanced and during attempts to seat the runway in the rca, the physician was twisting/maneuvering the device and the device folded at a >90 degree angle and doubled up on itself. The physician was unable to get a wire through the device, nor straighten the guide catheter. The patient had been given the standard pci anticoagulant protocol prior to the start of the procedure which included angiomax and heparin. The physician elected to wait 2 hours to allow the anticoagulants to wear off before attempting to remove the catheter. The patient experienced no symptoms nor complications. The physician then removed the guide catheter and sheath together from the patient's leg. There were no patient complications reported and the patient's status is fine. In the physician's opinion, the issue was not device related but rather the event occurred as a result of the "excessive attempts at seating the guide due the challenging take off."

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).